Event description:
It was reported that after the ICD replacement the old rv lead was connected and the pacing impedance had gradually increased since the replacement, from 700 to 1800 ohms. This ICD was replaced on october 30th, and the cause was considered as a loose pin (loosened set screw) by the physician. The lead is continued in use.